Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath. The physician purged the sheath and the dilator; he then inserted the sheath into the patient and aspirated. He then inserted the farawave catheter into the sheath and when aspirating he noticed bubbles and kept aspirating them. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath passed leak testing. Inspection of the hemostatic valves found no defects or abnormalities that could have contributed to the allegation of this event. The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath. The physician purged the sheath and the dilator; he then inserted the sheath into the patient and aspirated. He then inserted the farawave catheter into the sheath and when aspirating he noticed bubbles and kept aspirating them. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.